Manufacturer narrative:
On 08/21/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. During evaluation a crease was observed on the anterior and extending to posterior aspect. In addition, a rent was discovered within the crease on the anterior aspect, measuring approximately 0.45 cm. No other anomalies observed. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with an unspecified mentor saline breast prosthesis that deflated after implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 685cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 07/31/2018, mentor discovered that the suspect medical device is a mentor smooth round moderate profile 525 cc saline breast prosthesis, catalog #3501685, lot #5569336, PMA #p990075, UDI # (B)(4). On 08/06/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).